Event description:
It was reported that the patient presented with a free perforation with extravasation in the mid left anterior descending artery. A 3.5x16mm rx graftmaster covered stent was first implanted at 14 atmospheres at the lesion. However, it failed to seal the perforation. Then a 2.8x16mm rx graftmaster was attempted to be advanced when it failed to cross due to an interaction with the previously deployed rx graftmaster. Tamponade was achieved and post trek balloon inflation was performed to successfully seal the perforation. There were no reported adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that the graftmaster was deployed with a max pressure of 14 atmospheres (atm). It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use states; deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU, table 10 specifies the nominal rated burst pressure (rbp) is 15 atmospheres (atm). It is unknown if the IFU deviation contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. The additional graftmaster device referenced is filed under separate medwatch report number.